Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed circulation pump. The device was evaluated upon receipt. Abnormal growling noises were heard coming from the circulation pump. The customer declined the 2k hour pm and the device was returned to the customer unrepaired. Unit does not function as expected. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was booting up to enter current password in an arctic sun device. Per sample evaluation results received via task on 11feb2026, it was reported that the abnormal growling noise emitting from circulation pump. The 2 pem nuts ruptured or missing from shell and unit did not cool below 33c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was booting up to enter current password in an arctic sun device. Per sample evaluation results received via task on (B)(6) 2026, it was reported that the abnormal growling noise emitting from circulation pump. The 2 pem nuts ruptured or missing from shell and unit did not cool below 33 c.